Event description:
It was reported that the customer had an issue with setting a temp basal. Customer stated that she sets it with the insulin units and instead of setting it up with 0.00 units, it went to the higher amount and she ended up with low blood glucose between 45-50 mg/dl. Customer stated that it happened sometime in march 2014. It was clarified that the customer was talking about the scroll wrap.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.